Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. There was an observed hole in the seal plug of this device.

Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead received multiple inappropriate shocks due to noise on the rv lead. The rv pace impedance measurement had also decreased to less than 200 ohms and the thresholds had increased. Additionally oversensing was observed upon arm movement but could not be recreated with isometrics or pocket manipulation. All other measurements were stable. An invasive procedure was subsequently performed in which the rv lead was surgically abandoned and replaced and the device replaced as well. Additional information indicated that the out of range impedance measurement was confirmed on a pacing system analyzer (psa). No additional adverse patient effects were reported.